Event description:
It was reported that the implant was removed due to a fracture at the implant body pf site #46.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) osseotiteâ® implant 3.75 x 11.5mm (oss311) was returned for investigation. Visual evaluation of the as returned implant identified fracture at the threads. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Device history record (DHR) review was completed for the subject lot number 2018111685. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed as physical evaluation identified the fractured implant.

Event description:
No further event information is available at the time of this report.